Event description:
On (B)(6) 2014, a reporter contacted animas alleging that their pump was experiencing shorter than expected battery life. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 19-jul-2019 with the following findings: there was no evidence of short battery life in the available pump histories. Electrical current draws were evaluated and found to be within specification. Investigation did not confirm nor duplicate the complaint. Unrelated to the original complaint, the display screen was noted to be dim/discolored.